Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information: it was later confirmed that the controller's audible and visual systems were working properly. The manual driveline disconnect was due to the patient exchanging their controller. They suspected the no external power alarm was due to the controller, and the patient changed back to their primary controller after approximately an hour as no new alarm had occurred. The pump stop was due to the patient incorrectly following controller exchange procedure, as the driveline was not completely inserted. The patient was stable with no further alarms and was reeducated about not performing a controller exchange on their own. Related backup system controller MFR #: 2916596-2023-02598 related modular cable MFR #: 2916596-2023-02665

Manufacturer narrative:
H6: investigation findings - 4248 usage problem identified. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stops associated with the disconnection of the driveline. The submitted system controller event log files contained events from (B)(6) 2023 through (B)(6) 2023. The file captured four driveline disconnect events on (B)(6) 2023 that resulted in the pump stopping. The pump resumed operation without issues following each of the driveline reconnections. The pump appeared to operate as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, (rev. B) is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was additionally reported that the event of difficulty inserting the driveline could not be confirmed; the patient claimed everything was okay during the exchange. The backup controller's audible and visual systems were confirmed to be working properly as a self test was performed when the patient visited their hospital. No equipment was exchanged during the visit.

Event description:
It was reported that a review of the patient's controller history revealed a pump off event on (B)(6) 2023 from 09:20:14 to 09:31:04. The patient did not hear any alarms and did not experience any symptoms related to a pump stop. Log file analysis captured manual driveline disconnect, power cable disconnect and no external power alarms starting at 9:14:30. The pump appeared to resume running as intended at 17:09:30. Related system controller MFR #: 2916596-2023-01871.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.